Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® serum blood collection tubes, the sample is not separating. There was no report of injury or further medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation although bd does not have the capability at this time for veterinary investigations. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd had reached out to the customer to obtain further information on the issue they were observing. Bd learned that customer was drawing horse blood on the road but had not inverted the tubes or filled them completely. Additionally, the samples were being drawn with both straight needles and syringes. Bd provided feedback to the customer where required and will continue to monitor. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer serum blood collection tubes, the sample is not separating. There was no report of injury or further medical intervention.